Event description:
It was reported that this right atrial (ra) lead was explanted due to low amplitude/poor morphology, micro dislodgement, and loss of capture with no asystole. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/body fluid present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. The failure to capture and low amplitude or poor morphology allegations were not confirmed, despite the inner coil fracture, because the helix difficulty/fracture likely occurred during revision/explant. No other conductor abnormalities were found. The surgery ar code was not confirmed as no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial (ra) lead was explanted due to low amplitude/poor morphology, micro dislodgement, and loss of capture with no asystole. A new lead was implanted at the same surgical intervention. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to low amplitude/ poor morphology, micro dislodgement, and loss of capture with no asystole. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.